Manufacturer narrative:
The tech stated that he, along with the maintenance staff found the lights on the scale were all blinking, indicating the scale was seeing a negative weight. The tech zeroed the scale, and then tested the bed exit/ ppm. The bed operated correctly. The careassist bed and careassist es bed user manual states: the bed exit alarm sys must be zeroed before the pt is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before you zero it. To zero 1. Make sure the pt is not on the bed.

Event description:
The account alleged a pt exited the bed and the pt positioning monitor (ppm) did not alarm resulting in pt fall and a broken hip.